Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The device looks to be in a used condition. The device was functionally tested. The grasper jaws would not open/close, confirming this complaint. Upon further observation, the shear pin on the device has broken, disconnecting the actuator from the handle, not allowing the movement of the jaws to occur when using the trigger. A definitive root cause for this failure is the user could've applied excessive grabbing force on the jaws since the shear pin is design to break if excessive force is used on the jaws, which should prevent the jaws from breaking. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder repair procedure the sales rep's grasper-grabber was not closing at the tip. The case was completed with another like-device with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.